Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, the patient had frequent premature ventricular contractions (pvc) noted in recovery with most being pvc couplets. Subsequently, a beta blocker medication was initiated. Two days after implant, the patient experienced chest pain that was alleviated with an analgesic medication. The next day, the chest pain returned and was noted as a constant dull pain that increased with deep breaths. Subsequently, an analgesic and heat pack were used with noted improvement. No additional adverse patient effects were reported. Additional information received indicated the chest pain was cardiac chest pain. The chest pain was reported as possibly related to the delivery catheter system (dcs) and implant procedure and probably related to the valve itself. The day following the valve implant an electrocardiogram (ECG) identified right atrial enlargement, a low voltage qrs complex, and a prolonged qt interval. These ECG changes were reported as clinically significant and reported as possibly related to the dcs, pulmonary valve and implant procedure. Additional information was received to report both the cardiac chest pain and pvcs were resolved at the one-month post-operative follow-up appointment. Information was also received to correct the note of site relatedness: the dcs was not a contributing cause to the chest pain.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 - b15 for image review. Product analysis/image review: pre-implant echocardiogram was reviewed. Severe pulmonary regurgitation and moderate right ventricular enlargement were noted. No tricuspid regurgitation was seen but color flow imaging of the tricuspid valve was limited. One single premature ventricular contraction (pvc) was noted in the imaging; however, echocardiograms are not an evaluation of patient rhythm. Images clips were limited to 2 beat increments. Post-implant echocardiogram was reviewed. The harmony device appeared to be securely positioned with no obvious movement or paravalvular leak (pvl). The leaflets were not well seen but there was no evidence of central pulmonary regurgitation. The gradient across the pulmonary valve was not measured but the peak velocity was 2.0 m/s., with mild tricuspid regurgitation. Left ventricular function appeared normal. No pvc¿s noted in the imaging; however, echocardiograms are not an evaluation of patient rhythm. Images clips were limited to 2 beat increments. Echocardiogram imaging did not reveal any concerns. Normal appearance of the harmony device post implant. Intra procedural fluoroscopic images were provided for review. According to the images provided, it appeared that the outflow of the valve was not at the roof of the bifurcation. It was difficult to determine the length of the main pulmonary artery to know if the inflow of the valve was contacting the right ventricular outflow track which could have cause premature ventricular contractions (pvcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the chest pain was cardiac chest pain. The chest pain was reported as possibly related to the delivery catheter system (dcs) and implant procedure and probably related to the valve itself. The day following the valve implant an electrocardiogram (ECG) identified right atrial enlargement, a low voltage qrs complex, and a prolonged qt interval. These ECG changes were reported as clinically significant and reported as possibly related to the dcs, pulmonary valve and implant procedure.

Manufacturer narrative:
This is a system report. The section d information in the initial regulatory report was for the primary device, which was in use with the following: delivery catheter system, harmony-dcs lot: 0012028309. Updated data: b5, d10, h6 (dcs status) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, the patient had frequent premature ventricular contractions (pvc) noted in recovery with most being pvc couplets. Subsequently, a beta blocker medication was initiated. Two days after implant, the patient experienced chest pain that was alleviated with an analgesic medication. The next day, the chest pain returned and was noted as a constant dull pain that increased with deep breaths. Subsequently, an analgesic and heat pack were used with noted improvement. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: harmony-dcs; product lot/serial number (B)(6); product type: delivery catheter system; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.